Event description:
It was reported that the device exhibited constant overpressure display, although no set was inserted. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Event date unknown. Initial reporter phone#: (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing could not replicate the reported issue; no problems were found with the pump. The root cause was unknown. The downstream occlusion (dso) sensor was calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.